Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma¿ xc. A few days later, the patient had a dental crown put in. A week after injection, a ¿nodule¿ and ¿tender spot¿ with ¿some swelling¿ was noted during follow-up. The patient was treated with an antibiotic and prednisone. During follow-up 3 months later, the patient reported ¿intermittently swelling¿ and the nodule ¿was much larger and much more tender.¿ the patient¿s skin was also ¿discolored.¿ event is ongoing.